Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the pressure relief valve, and the unit was returned to service.

Event description:
The ge healthcare service representative reported that the unit had a large leak in the advanced breathing system during a diagnostic check of the unit. There was no report of patient involvement.